Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the device, a tear was observed on the posterior aspect, measuring approximately 0.3 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected in the device. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 17 2020, it was noticed that h5 (labeled for single use) was marked incorrectly. The field has been updated appropriately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 24 2020, additional information was received indicating the patient identifier is (B)(6) and the patient's date of birth is (B)(6) 1953. On sep 9 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with a ce low height tissue expander 550cc and experienced deflation on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2020.